Manufacturer narrative:
The device was not returned as it was discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. A review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labelling review was performed based on the dfu and it did not reveal any anomalies as it states, when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control (rc) and clinician programmer (cp). Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. Additionally, labeling states weakness, muscle spasms, shaking, restlessness, or problems with movement and a loss of adequate stimulation are known risks with the use of deep brain stimulation (dbs). The device was not returned as it was discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined that the reported event of the ipg reaching the end of service (eos) resulting in a loss of stimulation and return of tremor symptoms is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) implantable pulse generator (ipg) reached the end of its battery life. The patient experienced a loss of stimulation resulting in a return of rigidity and tremor symptoms and was admitted to the hospital. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The explanted device was discarded by the medical facility and was not returned.

Event description:
It was reported that the deep brain stimulation (dbs) implantable pulse generator (ipg) reached the end of its battery life. The patient experienced a loss of stimulation resulting in a return of rigidity and tremor symptoms and was admitted to the hospital. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The explanted device was discarded by the medical facility and was not returned.